Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system had leakage at the septum. No serious injury or medical intervention was reported.

Manufacturer narrative:
The batch record for lot#7047028 was reviewed, no related abnormalities were found during the manufacturing process. A sample was received for the purpose of our investigation, bd investigators were able to observe the reported failure mode in the sample provided. The device was subjected to leakage testing and found to be within product specification. However, microscopic inspection of the septum revealed that the cannula slit had not completely closed during retraction of the cannula. The most likely root cause for this issue is aging of the septum during transport. If the component is subjected to high heat for an extended period of time it is possible for the device to pre-maturely age and become defective. Bd has contacted the shipping company to insist that these products be shipped in an insulated container and recommends that the products be stored in a temperature controlled warehouse. (B)(4) was initiated to address this issue. Bd will continue to track and trend for this issue.

Event description:
It was reported that bd intima-ii closed IV catheter system had leakage at the septum. No serious injury or medical intervention was reported.

Event description:
It was reported that bd intima-ii closed IV catheter system had leakage at the septum. No serious injury or medical intervention was reported.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes.